Event description:
Additional information was received on (B)(6) 2013 when the implanting hospital provided that patient's product information.

Event description:
On (B)(6) 2013 it was reported that the vns patient had passed away. It was unknown when she had died and the cause of her death. Good faith attempts for further information from the physician and for the patient's product information from the implanting hospital have been unsuccessful to date.

Manufacturer narrative:
.